Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report indicating that the large volume pump had air in line sensor issue was not confirmed or replicated during laboratory testing. The source pump module¿s air detection system was tested using the air in line threshold product analysis procedure. The pump module¿s air detection system was observed operating within specification. The event date and time of the event were not reported. A review of the pump module error log showed no errors were recorded related to the reported event. The event log of the suspect pump module s/n 16859394 showed the last infusion performed on 26 august 2025 attached to the concomitant pcu s/n 16794417 as channel a. The air in line setting for single air bolus was set to 250 ¿l with accumulated air disabled. The pcu dataset and logs were not provided. Therefore, some programming parameters and drug information could not be confirmed. On 26 august 2025 at 11:38 am the user programmed an infusion in the pump module with a rate of 125 ml/h and volume to be infused (vtbi) of 421.094 with an expected duration of 3 hours 22 minutes. At 3:00 pm the infusion was completed and the keep vein open (kvo) started. At 3:08 pm the user turned off the pump module. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states: there are different settings for single bolus, the threshold can be set at 50, 75, 125, 175, or 250 mcl (in anesthesia mode only, the threshold value can be set to 500 mcl). Air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. The pump module monitors the amount of air that passes the air sensor. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the determined values. Depending on the air-in-line setting, the pump module monitors the percentage of air in a specific window of volume that passes the air sensor. Lower air-in-line settings cause the pump module to evaluate the amount of air in smaller volumes. The device was received without the inner door. There were no findings observed that could be attributed to the reported complaint. All pump module inspected parts were determined to be manufactured by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report indicating that the large volume pump had air in line sensor issue was not identified during the investigation. Laboratory testing confirmed that the air in line sensor was properly detecting air within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that large volume pump had air in line sensor issue. There was patient involvement however no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that large volume pump had air in line sensor issue. There was patient involvement however no patient harm.